Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector won¿t latch) was due to the trunk cable connector being damaged and bent and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle guide pin was damaged and not making contact with the belt. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (connector won¿t latch) was due to the trunk cable connector being damaged and bent and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a monitor was damaged. A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.